Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of the device. The visual inspection of the returned product noted the loading unit with the proximal end of the adapter was broken and separated from the loading unit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the damaged loading unit adapter may occur due to over flexure of the loading unit while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
When dr. (B)(6) did vats lobectomy, he squeezed the handle and there is a big noise from instrument, then the handle could not squeeze anymore and the reload has broken. When was the problem noticed? During procedure? Patient involvement? Yes. Patient injury? No. Patient information: n/a. What is the current condition of the patient? Stable. Medical intervention required? No. Was surgery time extended by 30mins or more? No. Was product tested prior to use? Yes. UDI number: n/a.